Event description:
The physician was attempting to implant a 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad with moderate calcification and 95% stenosis. The target lesion was pre-dilated twice using a 1.5 mm x 20 mm balloon up to 12 atms. Ninety percent stenosis remained following pre-dilation. Force was used in an attempt to advance the stent through the lesion. The endeavor sprint stent could not cross the lesion and the device was removed. Force was used in an attempt to remove the device. The struts of the stent were noted to be damaged on removal. Another balloon dilatation was then performed. The device had been inspected prior to use with no abnormalities noted. Pt status post-procedure was stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (90% stenosis remaining following pre-dilation, moderate calcification). (Use of force to advance and retract device). (Stent damage, failure to deliver the stent). Conclusions: (90% stenosis remaining following pre-dilation, moderate calcification). (Use of force to advance and retract device). Eval summary: the device was returned to the mfg facility for eval. The stent was positioned between the marker bands as per specs. The stent and balloon were kinked approx 0.5cm distal to the balloon bond. The fourth and fifth proximal stent segments were raised and deformed. The second distal stent segment was slightly raised.